Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shocking lead impedance measurement detected via the patient remote monitoring system. Additional information was obtained indicating that the patient was scheduled for an in-clinic check. However, the field representative was unable to provide information after the scheduled in-clinic check. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.